Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an infusion set adhesive issue on (B)(6) 2026, due to the infusion set patch pulling off while attempting to unclip tubing from the site. The infusion set was in use for five minutes. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.